Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5028421.

Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead replacement procedure. The explanted leads were not returned as it was kept by medical facility.